Event description:
Additional information was received. It was reported that the patient had followed up with the physician about the pump not working, though there were no issues found with the device. It was stated that whenever the patient ¿doesn't feel well or is having a bad day she blames it on the pump". That same day, it was reported that the pump was working fine as expected based off of the reservoir volumes being as expected. It was stated that the patient was not satisfied with the pain relief. Her prialt dose was adjusted up to help with the pain control.

Event description:
It was reported that the patient thought one of her devices wasn¿t working or being used. It was noted that the patient was at a skilled nursing facility and was ¿non-compliant¿. Nine days later, it was reported that the pain pump had quit working and the patient wasn¿t getting any service from it. At the time of report, the patient was in the hospital. She had been there on the prior day for problems with her legs and in the afternoon the pump quit working. The reporter wanted to have the pump checked. It was stated that the patient was being given methadone and hydromorphone, but they didn¿t cover her pain. The device system was used to deliver prialt. Eleven days later, it was reported that the patient had been admitted to the hospital for exacerbated pain. She was discharged on (B)(6) and was seen in the physician¿s office the next day. It was stated that, on that day, the patient¿s prialt dose was increased from 1.596mcg/day to 1.99mcg/day. It was also noted that the next appointment was scheduled for (B)(6).

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).